Event description:
The customer reported noticing a burning smell, spark and smoke coming from the unicel dxc 800 pro synchron system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The hospital did not activate the fire alert and there was no report of any injury associated with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a burnt isolatran (line conditioner) which damaged the power harness. The fse proceeded to replace the isolatran and power harness to resolve the issue. The unicel dxc 800 pro synchron system complies with the underwriters laboratories (ul), canadian standards association (csa), international electrotechnical commission (iec), and european standards (ec) safety standards.